Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient developed an infection and experienced pain at the implant. It was determined that the bone surrounding the implant was infected. Subsequently, on (B)(6) 2017, the patient received steroid and antibiotic injections at the implant site, and was prescribed oral antibiotics. There are plans to explant the device; however, this has yet to occur as of the date of this report.